Event description:
The patient reported that the lead was faulty. Follow up information from the doctor's office indicated that the lead did malfunction. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.